Event description:
Pt reported his medline urinary drainage bags were turning blue three days after beginning use. Pt is quadriplegic and his caregivers are instructed to assess urine out-put. They believe the bag color change is hindering their ability to assess urine color. As I had received this same concern from another of my pts recently, I notified medline. They are investigating. However in emails sent to us, they are inquiring as to pt medication interaction and specifically triptan intake. More concerning is they are quoting wikipedia as a reference source, hardly a reliable source for medical info! In addition I have a total of three pts who have experienced this phenomenon, and I highly doubt they all three take the same medications and/or have the same "triptan" intake. Medline sent us a replacement box of urinary drainage bags. When these were received, I immediately noted they are the same lot number as the bags in question. When I requested, they send us replacements with a different lot number, I was told this would not be necessary and we were "lucky" that the company agreed to send any sample product. I pointed out that a different lot # would be more useful in determining whether this is an issue with our pts medication / supplement/ food intake, but stated there would be no different replacements, which leads me to believe they are not truly interested in diagnosing the problem.